Manufacturer narrative:
One sample model 2420-0007a was returned for investigation. The set was examined for defects and abnormalities. Damage was seen at the upper part of the silicone segment consistent with when ballooning occurs. No other defects or abnormalities were observed. The customer complaint was verified. The probable root cause for the failure is determined to be a user issue. Ballooning can happen due to pressure being forced upward/upstream into the IV set. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was bulging. The following information was received by the initial reporter with the following verbatim: it was reported by customer that bubbling inside of the pump chamber.